Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04265, 0001825034-2018-04277, 0001825034-2018-04276, 0001825034-2018-04267. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. No product returned.

Event description:
It was reported that there was a lot of black color debris in the sterile package. This was discovered prior to arrival at hospital.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.